Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record could not be conducted because the lot number was not provided. The reported patient effect of angina is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a st elevated myocardial infarction. On (B)(6) 2019 two xience sierra stents (3.50 x38 mm and 3.50 x 15 mm) were implanted successfully. The patient was readmitted nine days later with angina. Unspecified treatment was provided and there was no reported adverse patient sequela. No additional information was provided.